Event description:
Information received by medtronic indicated that the customer reported a insulin pump had a pump error 43-¿¿ an error in the motor was detected by reading unexpected value from hall sensor.¿¿ troubleshooting was performed and was able to clear the alarm successfully. The customer states that the not able to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail. The pump was received without a battery cap. The pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error 43s, motor errors, or prime/rewind anomalies were noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that following alerts/alarms occurred around the event date: pump error 43--8 occurrences on 06/14/2023 from 12:09:38 to 12:34:33; pump error 41 occurred on 06/13/2023 at 16:05:12. The adapt tool also lists the following pump errors that could potentially trigger a critical pump error (open book image): pump error 63 (variable info = 0x21 hex = 33) occurred on 06/13/2023 at 00:12:21. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j7; force sensor flex cable terminal. The motor was tested outside the pump, and it passed. In summary, the customer¿s report of a pump error 43 was confirmed in the pump's history. According to the adapt tool, pump error 63 (variableinfo = 0x21 hex = 33) is due to a hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.